Manufacturer narrative:
(B)(4). G2-foreign- (B)(6). D10. Item#:00-2490-035-03 ;lot#:63138855 ;item name:modular cephalomedullary hex screwdriver 3.5 mm hex ; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the lag screw reamer tip fractured while drilling through the guide sleeve and jig. There was no procedure delay nor harm/injury, but this event is related to a malfunction that could potentially lead to a serious injury. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, e1, g3, g6, h2, h3, h6. H6. Investigation conclusions. Cause linked to device but unable to trace more specifically. The lag screw reamer was returned for investigation. The event can be confirmed as the instrument is fractured within the cutting area. The provided pictures also confirm the fracture of the instrument. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were not provided. With the available information, a definitive root cause could not be determined. Ie was opened to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
To date no additional information or product has been received.